Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to stress incontinence. It was reported that she experienced pain, recurrence, urinary problems, neuromuscular problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that the patient underwent urethrolysis/mesh excision on (B)(6) 2012, due to stress incontinence and urge incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.